Event description:
Pt off warfarin and asa 2 months s/p a hemmorhagic stroke. He feltdizzy and soa at home, pi was slightly lower than usual for him but stillwnl, all other readings unchanged, wnl. Echo showed dialated lv andchanged outflow cannula pressure